Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized because he was getting a stem for cardiac and not diabetic related issues. However, the customer experienced many low blood glucose levels. Customer's blood glucose level was 42 mg/dl. The customer had some glucose tablets to treat his blood glucose level. The device was not returned.